Event description:
It was reported that after a mobi-c implant was implanted, imaging showed that the inferior plate was misaligned. It is currently unknown whether the implant was revised or if it remains implanted. There were no reported patient impacts.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. The retention feature failure could possibly be attributed to mishandling during attachment to the inserter. The misalignment after implantation could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that after a mobi-c implant was implanted, imaging showed that the inferior plate was misaligned. It is currently unknown whether the implant was revised or if it remains implanted. There were no reported patient impacts.